Event description:
Event description this implantable cardioverter defibrillator (ICD) was explanted and returned to cpi for an unknown reason. However, cpi's analysis found that the battery longevity did not meet expectations.